Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to the reporter, during the ligation of the lateral veins to the saphenous vein on an open varicose vein surgery, the clip disengaged into the cavity of the patient and was retrieved. The other clip played the role and ligated the vein. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Visual inspection of the ins trument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.